Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04359 for the first resolution 360 clip, 3005099803-2024-04360 for the second resolution 360 clip and 3005099803-2024-04361 for the third resolution 360 clip. It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2024. During the procedure and inside the patient, clip was advanced through the working channel. When the physician requested the tech open the jaws, the clip partially detached from the catheter and was dangling from the end of the catheter with jaws still closed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clips premature deployment.